Event description:
Hernia surgery - using prefix mesh which needed to be removed because of chronic pain associated with the mesh. Right inguinal hernia performed by dr (B)(6). Dr (B)(6) surgery notes are enclosed. On (B)(6) 2012, dr (B)(6) of (B)(6) hospital in (B)(6) removed both the meshes and repaired the hernia area with flesh to flesh using sutures. There was much damage done by the mesh. Dr (B)(6) surgery notes are enclosed. Pathology reports from mesh removal are enclosed. Dr (B)(6) surgery notes says "the mesh plug had rotated so that it was sitting under the transversalis fascia, that is, under the inguinal floor. This may explain why the pt had perceived that the deep mesh plug was the cause of his pain and that it was fairly medical.